Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 filed for the same event (reference 1825034-2015-04924 / 04925).

Event description:
It was reported that patient underwent total left hip arthoplasty on (B)(6) 2009. Subsequently, patient experienced pain and a pseudotumor was noted. Patient was revised on (B)(6) 2015 due to suspected armd. During the procedure, the cup, liner and head were removed and replaced with a metal cup, polyethylene liner and a ceramic head.